Manufacturer narrative:
The issue of lead migration is unable to be confirmed based on device analysis alone.

Event description:
It was reported the patient (B)(6) experienced ineffective stimulation. The physician stated the lead had migrated. The lead was explanted and replaced and effective was reportedly restored.